Event description:
It was stated that the dose is not flowing well. The flow rate was 80ml more than the specified value. There was patient involvement and no adverse health effects.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. A high-pressure alarm was found in the event history log. Functional testing was unable to duplicate the reported issue. As a preventative measure the downstream occlusion sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.